Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded.

Event description:
It was reported that an extension tubing set leaked. It was observed while flushing the tubing immediately after IV insertion. The nurse "placed 2 more pieces of tape over the tegaderm to keep the dressing intact." While lying prone on the procedure table, the patient's IV fell out and onto the floor. The staff immediately applied pressure to the site as it was bleeding "profusely." There was a significant amount of blood observed on the patient's arm, the floor and "multiple sites the patient came into contact with." The staff placed another IV and was able to resume the procedure successfully. It was reported the patient suffered minimal blood loss and no harm. There was no clinician harm. Although requested, no additional patient information was provided.